Manufacturer narrative:
(B)(4). D10: cortical bone screw, #item 47248612440, #lot 3082058. Cortical bone screw, #item 47248612440, #lot 3139152. Cortical bone screw, #item 47248613840, #lot 3024647. Blunt tip screw, #item 47248603840, #lot 3147821. Blunt tip screw, #item 47248604040, #lot 3078175. Blunt tip screw, #item 47248603640, #lot 3076827. Therapy date: (B)(6) 2023. G2: foreign country belgium. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision 5 days post-implantation due to a fracture of the proximal and distal humerus. The patient is reported as improved/recuperated 6 months post revision. Attempts have been made and all available information has been provided

Manufacturer narrative:
Follow up report (B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed and a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.